Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the sensor rate response of this recently implanted pacemaker system was not as expected with changes in activity level. While working out, the patient's heart rate increased appropriately. However, when activity was stopped and restarted, the heart rate did not increase again. Technical services (ts) discussed troubleshooting options and programming considerations, such as performing an exercise test in-office and adjusting minute ventilation (mv) and the accelerometer (xl). Additional information received reported that programming adjustments to sensor settings made a positive impact on rate response, but now the programmed settings were a little too high. Further exercise testing and programming optimization was recommended. Additional information received approximately 1 month later reported that a request was made to have data from this device analyzed on (B)(6), and data analysis showed mv sensor diagnostics were unremarkable. It was noted that the patient was seen in-clinic for programming optimization, and review of device data suggested that changing the break point had helped. Additional information received the next month reported that the patient reported that his heart rate was now too fast during work outs. Additional programming optimization was advised. This pacemaker remains in service. No additional adverse patient effects were reported.